Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was unknown at the time of the email. The customer stated that there was condensation inside the screen of the insulin pump. The customer declined assistance from the 24 hour help line when they were contacted by phone. No further information was provided.